Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, wire got stuck in the lumen of the catheter. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.